Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the cheeks with 1 syringe of juvéderm voluma® xc. A month later, the patient experienced a ¿delayed inflammatory response" and ¿extreme swelling¿ on the left cheek with a ¿nodule.¿ the swelling progressed to the whole face and lips. Two weeks later, the patient was treated with prednisone, benadryl, advil, ice, doxycycline for 8 days, and hylenex twice. The patient was also treated with methylprednisolone, but due to psychiatric symptoms, the treatment was ceased. An ultrasound was performed that showed no obstructions of masses on the face. Event is ongoing.